Event description:
It was reported that the ilet displayed an alert 65 ¿restart ilet,¿ and the alert persisted after a restart, indicating a malfunction related to an inaudible audio alarm consistent with an audio over/under current condition, with the affected component identified as the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical/electronic component problem consistent with a no-audible-alarm condition traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed. Alert 65 was present in the notifications menu. No audible sound was emitted after adjusting the volume. A known-good speaker was installed, alert was cleared, and audible sound was emitted. The cause was determined to be a faulty speaker.